Event description:
It was reported that, the day after a laparoscopic procedure on kidney and adrenal gland, the blood pressure decreased, hb decreased, the amount of urine decreased, and abdominal pain occurred to the patient. There was a hematoma on where the kidney was removed. The blood transfusion was performed, and all symptoms improved. Causal relationship with the device and technique in this procedure is unknown. Gen11 was used. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Batch #: unknown.. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the exact surgical procedure that was original performed? What is the surgeon¿s familiarity with the steps for use? On what structures was the enseal x1 used during original procedure? Where was the site of the postoperative hematoma? Was the enseal x1 used in the same location where the post op hematoma occurred? Does the surgeon believe there was an alleged deficiency with the enseal device that caused or contributed to the patient complications? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2022. Additional information was requested and the following was obtained: what was the exact surgical procedure that was original performed? Reoperation what is the surgeon¿s familiarity with the steps for use? Unknown. He has 24 years of experience as a surgeon. On what structures was the enseal x1 used during original procedure? Dissection of the adrenal vein. Where was the site of the postoperative hematoma? It was confirmed by CT at the nephrectomy site, but the clear source of bleeding is unknown. Was the enseal x1 used in the same location where the post op hematoma occurred? As above, we are not sure the site of the hematoma, so we have no answer. Does the surgeon believe there was an alleged deficiency with the enseal device that caused or contributed to the patient complications? The surgeon said that he did not found the device malfunction. However, he could not identify the hematoma site, so it cannot be concluded that it is not related to the deficiency with the device."